Event description:
New info received noted that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2017. The patient was stable before and after the procedure.

Event description:
It was reported that patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion due to receiving an alert for near elective replacement indicator two years prior to its estimated longevity. It was also noted that the lead exhibited low impedance issues. No noise was observed during the follow-up but review of transmissions revealed that the device would sometimes exhibit noise on the lead which resulted in some incorrect diagnoses of ventricular fibrillation. No device intervention was performed. Patient was stable during the event and will continue to be monitored.

Manufacturer narrative:
The field events of premature depletion and impedance anomaly were not confirmed. The device had reached eos and was found to be within estimated longevity. Bench testing was performed and the device was found to be normal. No device anomaly was found.